Manufacturer narrative:
The investigation is in progress.

Event description:
FDA notified gore of voluntary medwatch. The voluntary medwatch reported "volun 2008: my husband had gore-tex mesh put in to repair a hernia in his chest and stomach, after it being there 7 days the wound opened up completely, the dr told us the mesh was very infected, so he returned to the hosp to have the mesh removed and we still have the hernia. Date of use: 2007. Diagnosis or reason for use: was for aorta bypass and hernia repair; re do hernia." The voluntary medwatch reporter was the pt's family member. The report reveals the device is not available for examination. Further investigation is pending.